Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxc141000/03934968.

Event description:
On (B)(6) 2006, this pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2011, follow-up imaging identified a left distal type I endoleak with iliac artery aneurysm enlargement from 3.8 cm to 4.3 cm. It was reported that disease progression of the left iliac artery aneurysm occurred, which resulted in the distal type I endoleak. It is unk which device was associated with the endoleak. On (B)(6) 2012, a reintervention occurred whereby coil embolization of the left hypogastric artery was performed, and an additional device was implanted extending into the left external iliac artery. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure.